Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the device failed uplink tests and it was further noted that its label was delaminated. Both the cable and the label were replaced to resolve. (B)(4)

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.